Event description:
It was reported that the customer experienced a high blood glucose level of 466 mg/dl and went to the emergency room. The customer received intravenous fluids of saline and insulin, which resolved the issue. System check with tandem technical support confirmed the pump was functioning as intended, however the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.